Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling/manipulation and/or interaction with the anatomy and/or other devices resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the bmw universal ii guide wire was advanced to the distal portion of the lesion when the tip of the guide wire separated. A snare was used to retrieve the separated portion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.